Event description:
According to the reporter, the valve inside the trocar did not work properly. There was no patient involvement. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/30/2015.